Event description:
Central line tubing note to be leaking from the tpn filter tubing, near the blue anti-siphon valve. Tubing changed per unit protocol. Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue.